Event description:
The pt was implanted with bilateral silicone gel-filled mammary prosthesis for augmentation purposes. Subsequently, the pt was diagnosed with hashimoto's disease and meniere's disease. The breast implants remain implanted.